Event description:
It was reported that the pulse generator exhibited backup vvi operation. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that the pulse generator was in backup vvi operation due to multiple flipped bits. After downloading the product code, normal function resumed.